Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, stored automatic mode switch episodes were found due to far-field r-wave oversensing. The cardiac resynchronization therapy defibrillator was reprogrammed. The patient was stable and would be monitored.